Event description:
Same case as 2134265-2008-00704. It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, anaphylactic shock, nausea, vomiting, pain, blockage and a filling defect occurred. Per procedure notes received, the initial procedure occurred in 2006. The physician placed 2 taxus express2 drug eluting stents to the 99% stenosed lesion located in the mid right coronary artery (rca). Indications for this procedure were acute inferior wall myocardial infarction. A 2.75 x 20mm taxus stent was deployed in the mid rca at 16 atms for 30 seconds leaving a 5% residual stenosis. The physician noted some haziness proximal to the stent, which may have indicated a dissection. A 3.0 x 20mm taxus stent was then deployed at 18 atms for 30 seconds to treat the proximal dissection leaving 0% residual stenosis. Timi iii flow was achieved. Heparin, integrilin, and nicardipine were used during this procedure. Aspirin and plavix were prescribed for 12 months post procedure. No patient complications were reported. In 2007, the patient experienced "anaphylactic shock with pain from head to toe. The event started with a swollen throat and slowly progressed in 2 minutes with symptoms including nausea, vomiting and body pain." At this time the patient sought medical treatment, but was not admitted to the hospital. In 2008, the patient had non bsc stent placed, because the 2 taxus express2 previously placed stents had "70% blockage and a filling defect." The non bsc stent was placed "within the two previously implanted te2 stents." Add'l info regarding the re-intervention is not available as it was performed at another facility.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, supplemental medwatch will be filed.